Manufacturer narrative:
Received a photo from the customer showing backflow in the sample. Received two used list # b1690, 7" (18 cm) appx 1.8 ml, bifuse ext set w/2 check valves, 2 clamps, rotating luer; lot #unknown. Visual: no visual damages or anomalies were observed. Functional: the samples were tested and were primed at gravity pressure. One sample primed with no issues. The other sample leaked through the check valve. Both samples were pressure leak tested at 25psi. One sample no leaks were observed. The other sample leaked through the same check valve that leaked during priming. Leakage was confirmed. The probable cause is due to a material issue on a vendor supplied part. There is an ongoing CAPA related to this complaint issue at this time. Device history records were reviewed for potential lot numbers (14051773 or 13951434), no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a 7" (18 cm) appx 1.6 ml, bifuse ext set w/2 check valves, 2 clamps, rotating luer. During complaint investigation, one used/returned device failed testing after it was primed at gravity pressure. The device leaked through the check valve when it was pressure leak tested at 25psi during priming.